Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or intervention were reported. The patient will continue to be monitored.

Manufacturer narrative:
Correction to b5 for patient condition from unknown to continue to monitor.